Manufacturer narrative:
No patient information provided as no patient was involved in this concern. The mobile view station (mvs) power board was returned to the manufacturer for analysis. It was discovered that fuses on the power board were damaged. A medtronic representative performed an imaging system check-out, once the mobile view station (mvs) power board was replaced; all areas passed. System performed as intended. This event was identified during a retrospective review as discussed with the (B)(6) district office on (B)(6) 2016 via medtronic navigation, inc. Response to 3/17/2016 (B)(4). This review was performed as a result of recent changes/improvements to the medtronic navigation, inc. Medical device report (MDR) review process and is for non-adverse event reportable malfunctions within the last two years where the use of the o-arm imaging system was aborted. This process change resulted in an overall increase in the number of mdrs filed by medtronic navigation, inc., since april 2016. It should be noted that this increase is not the result of the discovery of new product problems, but rather the result of a broader interpretation and application of the regulations within our processes.

Event description:
A medtronic representative reported that the mobile view station (mvs) would not boot. There was no patient present when this issue was identified.